Event description:
Related manufacturer reference number: 2017865-2022-21791. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The pacemaker was explanted and replaced on (B)(6) 2022. During examination of the lead prior to the procedure, it was noted that there was high capture threshold on the right ventricular (rv) lead. The physician capped and replaced the rv lead on (B)(6) 2022. The patient was in stable condition throughout.